Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported, "exchange from textured to smooth implants, due to the patients concerns with the product". Patient later reported, "had more than 50 cc of seroma fluid buildup". Healthcare professional, later reported, "very liquid/rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. No penetrating nick . No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported, "exchange from textured to smooth implants, due to the patients concerns with the product". Patient later reported, "had more than 50 cc of seroma fluid buildup". Healthcare professional, later reported "very liquid/rupture". This record is for the right side. Device was explanted.